Event description:
It was reported via clinical study that the patient underwent a shoulder replacement. Subsequently, the patient began experiencing pain and numbness in the hand without any associated trauma. The patient was referred for further evaluation on the spine, including an emg and an MRI. The device remains implanted and the outcome is considered resolved. No further information is available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-02-42 - rs exp glen 42mm, +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.